Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, missing display window cover and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600 mg/dl. Customer's husband got the message insulin flow block and it was dripping, and he changed the infusion set and it was working fine. When they got off the train he was projectile vomiting and he spent 2 days in the intensive care unit, and they have not worn the pump since then. Customer's wife doesn't want to troubleshoot for high blood glucose and just wants the pump replaced. The insulin pump will be returned for analysis.